Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for seven (7) years and 10 months, underwent a valve-in-valve procedure due to regurgitation. A tavr was performed with an edwards transcatheter valve. The transesophageal echocardiogram (tee) confirmed the adequate position of the transcatheter valve with no aortic insufficiency. There were no reported complications. The patient was transferred to ccu in stable condition.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial aortic valve, implanted for seven (7) years and 10 months, underwent a valve-in-valve procedure due to regurgitation. A tavr was performed with an edwards transcatheter valve. No additional information was provided.

Event description:
It was reported that a 21mm pericardial aortic valve, implanted for seven (7) years, 10 months, underwent a valve-in-valve procedure due to severe aortic stenosis and aortic regurgitation. The tavr was performed with a 23mm edwards transcatheter heart valve. The transesophageal echocardiogram (tee) confirmed the adequate position of the transcatheter valve with no aortic insufficiency. There were no reported complications. The patient was transferred to ccu in stable condition. Post operative tte showed no ai and no pericardial effusion. The patient was discharged home on pod #1 in good condition.